Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported buy the patient that approximately one month post implant the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg remains in use. No patient complications have been reported as a result of this event.